Event description:
Revision surgery about 11 months after the primary surgery due to joint luxation. Liner revised with a constrained liner.

Manufacturer narrative:
Batch review performed on 12 january 2026. Reverse shoulder system 04.01.0126 humeral reverse hc liner d 42/+3mm (k170452) lot 2415054: (B)(4) items manufactured and released on 14-aug-2024. Expiration date: 30-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0174 glenosphere - d 42x27 (k170452) lot 2420530: (B)(4) items manufactured and released on 19-dec-2024. Expiration date: 03-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.